Manufacturer narrative:
Field service rep has replaced numberous parts and problem still persist. Will return with more parts.

Event description:
It was reported via repair work order that the zoom would stop intermittent during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Through a troubleshooting process, the field service technician was able to identify that the zoom drive was intermittent due to malfunctioning batteries. The unit was repaired for the customer.

Event description:
It was reported via repair work order that the zoom would stop intermittent during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.